Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring above 3000 ohms due to a lead fracture which led to a lead safety switch into unipolar mode, and subsequently the unipolar sensing configuration caused myopotential oversensing. No adverse patient effects were reported. This lead remains in service.